Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has broken hinge on monitor. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced both hinges and covers. Complete preventive maintenance. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a.